Event description:
Ge healthcare received a copy of the attached medwatch 3500 form from the reporting facility on (B)(6) 2011. Per the medwatch report, "1 day old newborn with history of shoulder dystocia, clavicle x-ray ordered to rule out fracture, results negative. As reported x-ray technician positioned patient and turned away for the technique, when he saw the x-ray tube moving down on the patient. Tech caught the tube column but was unable to prevent it from completely coming in contact with the infant. Patients medical doctor notified, physical exam, kub and chest x-ray performed and reported to be within normal limits. Infant kept under observation for an extra day before discharged. Ge portable evaluated, internal handle actuator plate had a broken tab which caused the plate to twist and stick in a position that kept the brake disengaged."

Manufacturer narrative:
A 510 (k) can not be determined without a device name or serial number. Manufacture date can not be determined without a serial number. (B)(4). The reporter does want their identity disclosed.